Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's healthcare provider adjusted the pump basal rate too high. Subsequently, customer experienced a low blood glucose (bg) 17-20 mg/dl. Customer did not provide further information.